Manufacturer narrative:
(B)(4). S/w version = 5.2aretainer ring = black on (B)(6) 2022, the customer alleged no connection to both meter and transmitter. The insulin pump passed the displacement test and self-test. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. The pump properly paired with test accu-chek guide link bg meter. The pump communicated properly and recorded the 143 mg/dl test value properly from test accu-chek guide link bg meter. No pump/bg meter communication anomaly noted. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1. Physical damage to the keypad flex connector when pulled out. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked case (battery tube), pillowing keypad overlay, keypad overlay texture damage, and stained serial number label damage. The customer alleged no connection to both meter and transmitter were not confirmed. Moisture damage was confirmed on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the transmitter did not pair the insulin pump. Customer tried several more time during this call and the transmitter would not pair back to the pump . Customer stated that the insulin pump also said no device found both meter and transmitter would not connect to the pump due to the meter and transmitter not pairing to the pump. No harm requiring medical intervention was reported. The device was returned for analysis.